Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that there was bad imaging and lots of artifacts displayed on the ultrasound system. The user adjusted the settings but the issue was still there. When the catheter was replaced, the reported issue was resolved. No additional information was provided. Multiple attempts were made via email to obtain additional information regarding the reported phenomenon but with no results.